Event description:
N/a.

Manufacturer narrative:
Product sample was not returned for evaluation; however, additional information provided states: ¿after having carried out research with our traceability, I confirm that this is an error. The reference communicated by the service does not correspond to the device concerned and therefore your company is not concerned by this materiovigilance, this is an error.¿

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during removal of external lumbar derivation (implanted on (B)(6) 2023), the distal part of the catheter broke. A piece of catheter stayed inside the patient. Clinical consequences and outcome of the patient : leakage of csf becoming/evolving nosocomial meningitis followed by reintubation. The broken part was located during scan on (B)(6) 2023 (scan was performed as uncontrolled sepsis). On (B)(6), revision surgery was required to remove the broken part. The patient is recovering and is out of intensive care unit. Medical treatment used: meropenem-vanco and claforan. No medical history. Patient was at the hospital for traumatic brain injury.